Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six days post implant dislodgement, reduced sensing and elevated thresholds were noted on the right atrial (ra) and right ventricular (rv) leads. During the revision procedure the physician elected to place pacing leads in the left ventricle and the his bundle, however placement difficulties were encountered. Tissue on the helix was noted on one of the leads. The leads were attempted /not used. The ra and rv leads were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.